Event description:
Patient was admitted to the hospital for removal and replacement of right breast implant secondary to rupture. Patient had a right capsulectomy also. Patient had this right breast implant placed in 1979 during latissimus myocutaneous flap with breast implant reconstruction following right mastectomy for breast cancer in 1978. Manufacturer of implant is unknown. Patient authorized hospital to dispose of surgically received breast implant.